Event description:
The rep reported that the customer had issues with csf drainage catheter. A lumbar drain was placed and the wire was removed from the catheter then the catheter was flushed with sodium chloride. The wire was replaced in the catheter. After the drain was placed, the tuohy needle was removed from the patient. The doctor realized that the catheter was fractured one inch from the insertion site. The catheter was trimmed and the hub was sutured in place.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records have been conducted and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications when released to stock. If at some point the device is returned for evaluation this complaint will be re-opened and investigated. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
This complaint is considered closed.